Event description:
Home patient (hp) contacted baxter's technicial service center (tsc) regarding a "low drain" message that appeared on the display of hp's homechoice machine during drain 1/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp found during treatment, that the patient line extension connected to the patient line of the homechoice set had a leak. In an endeavor to correct the issue, hp disconnected the leaky patient line extension from the patient line of the homechoice set and replaced it with a new patient line extension. Tsc assisted hp in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.